Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self test and displacement test. Power graph analysis and long trace / formatted history files confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that insulin pump received low battery alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.